Event description:
Bayer case number: (B)(4). Abdominal pain [abdominal pain] case narrative: this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 56 year-old female patient who had essure inserted for contraception. As concurrent condition the report mentioned blood pressure. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2024, 4708 days after essure insertion, she experienced abdominal pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2026. The patient was treated with surgery (to remove essure). On (B)(6) 2026, the event had resolved. No causality assessment was received for essure with regard to abdominal pain. The reporter commented: (abdominal pain) were the symptoms treated: no, other products: yes, (essure) expiry date: unknown, discrepancy regarding the outcome of the event: "what date did you last experience your symptoms? (B)(6) 2026" "how are you now? Not yet recovered". Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.